Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered 2nd degree heart block (2:1) requiring pacemaker implantation. The investigational analysis completed 7/2/2019. The device was visually inspected, and the shaft was found kinked next to the handle. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested, and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection testing was performed, and it was found within specifications. The catheter was deflecting correctly. Then, an irrigation test was performed, and the catheter failed. Further investigation revealed that the irrigation tube was folded next to the handle. A manufacturing record evaluation was performed, and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The root cause of the occlusion observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered 2nd degree heart block (2:1) requiring pacemaker implantation. The biosense webster inc. Product analysis lab received the device for evaluation on 6/13/2019. Upon initial visual inspection, the shaft appeared to be pinched. During a second visual inspection, a kink was observed in the shaft-handle transition. The observed pinch and kinked shaft has been assessed as not MDR reportable as the device integrity was maintained. Section device available for evaluation of this report has been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 5/13/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered 2nd degree heart block (2:1) requiring pacemaker implantation. Post use, the patient went into a 2:1 heart block. The heart block was discovered by echocardiogram and confirmed by electrogram values. A permanent pacemaker was implanted 2 days after the procedure. Extended hospitalization was required for monitoring and treatment purposes. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The physician believed the patient¿s atrial ventricular node was oriented more towards the left heart. He could not appreciate any his bundle signals in area of ablation.